Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The primary problem was the stripped interlock block which made it impossible to attach the plate clip with a snug fit. The cause of the problem was over tightening the screws from the plate clip to the interlock block by the customer. The interlock block was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a bad float switch in the product. No patient injury reported.